Manufacturer narrative:
Reliability analysis was not required for five sensors, due to sealed sensors were expired. Sensors expired on 05/18/2014. Inspected remaining two opened and used enlite sensors and performed bicarbonate buffer test. Both sensors failed per specifications due to low readings.

Event description:
Customer reported the insulin pump insulin pump had alarmed threshold suspend ten time. Customer blood glucose was 120 mg/dl and sensor reading was 49 mg/dl. No further information reported.